Event description:
Caller reported that the cartridge was not fitting properly on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in inspecting and cleaning the pump's pneumatic tap area and checking the cartridge o-ring, which was found undamaged. The caller was then guided through filling a new cartridge and successfully completed the loading process, allowing insulin delivery to resume.